Event description:
During knee arthroscopy, while meniscal shaver was being utilized, the video picture became cloudy. Outflow port (shaver) was checked and a retrograde flow was discovered coming from suction tubing. A tandem suction was being utilized. One canister was full, second canister contained 900cc. Knee irrigated with saline and bacitracin.